Manufacturer narrative:
Image review: review of the procedural images confirm the presence of a lesion in the left coronary vessel. The images capture pre-dilation of the lesion prior to deployment of two stent in the vessel. There are no images capturing the delivery and attempted inflation of the nc solaris device. Additional information: there was no damage noted to packaging. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an nc solarice rx ptca balloon catheter to treat a mildly calcified and non-tortuous lesion. There were no abnormalities in relation to anatomy. There were no issues noted when removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that the balloon would not inflate at the lesion site and was then removed from the patient to test. During the test, a liquid leak occurred, and a hole was noted on the shaft part of the balloon. Patient status post procedure is alive with no injury. The physician has stated that the event was not due to use of the device in difficult lesion morphology/anatomy. The nc solarice device is considered to be the same as nc euphora with the exception of a different brand name and minor differences in the labeling

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The device failed negative prep. On pressurisation of the device, a leak was observed on the catheter, proximal to the balloon. The device failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the catheter material; 3.5cm proximal to distal tip. Device was sent for sem testing. Sem images were received indicating the catheter material was jagged and uneven at the tear site. Lead in scratches were evident proximal and distal to the tear site. Deformation was evident to the distal tip, with the tip appearing kinked. Inner lumen patency was verified with a 0.015-inch mandrel. If information is provided in the future, a supplemental report will be issued.